Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be operetor negligence, user preference. A DHR review is not required as the lot number is unknown. Unable to review the labelling due to no product code available. Although no product code is available, the purewick ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient had irritation while using purewick female external catheter. No medical intervention reported. Follow up via phone 10jun2021. Spoke with customer who stated that they does not like the machine because customer was not going to be still at night. Customer stated that it should come with more instructions than it does.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had irritation while using purewick female external catheter. No medical intervention reported. Follow up via phone (B)(6) 2021. Spoke with customer who stated that they does not like the machine because customer was not going to be still at night. Customer stated that it should come with more instructions than it does.